Event description:
In 2007, male pt. Had a PICC line put in at m.d. For the giving of an antibiotic to treat an infection caused by his cancer. The intravenous administration required the use of heparin lock syringes and saline flushes. Both were manufactured by sierra. Caremax delivered at least 48 of the heparin flushes from contaminated lot 070926h. All but 5 of these contaminated syringes were used from 2007. At least 3-4 sierra heparin and 6 sierra saline flushes were used each day two months in 2007. In 2007, md told him his infection caused by the cancer was under control, not active and that he would be able to enter a cancer drug trial in 2008. He continued with the antibiotics for infection prophylaxis, to help him when the new drug suppressed his immune system. The death certificate states, immediate cause of death is "sepsis/infection" with onset of 1 week, secondary as "head and neck cancer". Lab tests confirm serratia marcescens bacterium was in his blood in 2007. Not known if any of sierra saline IV flushes from contaminated lot 070917a were given to him. I believe his death was caused by contaminated sierra heparin lock flushes. Dose or amount: 1.5 ml. Frequency: 3 to 4 times daily. Route: intravenous (not otherwise specified). Dates of use: sixteen days in 2007. Diagnosis or reason for use: infection and infection prophylaxis.